Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported pain at the evoke closed loop stimulator (cls) implant site. The patient additionally reported that the cls was protruding slightly, causing discomfort when in a seated position or resting position. Topical pain patches were administered to resolve the reported event.

Manufacturer narrative:
The event date was not reported. The date has been documented with an approximate date of 01april2026. Investigation of this event is in progress. Once the investigation has been completed, a supplemental report will be submitted.